Event description:
On 10/15/96, a MFR rep was contacted with a report that the device had been explanted. The oncologist report that the device was malfunctioning and chemo couldn't be administered through the device. As a result, the device was explanted. Upon explant, it was discovered that the distal end of the device catheter was jagged. Further communication via a MFR rep, on 10/17/96, revealed that catheter shear had been discussed with the surgeon and had been ruled out as possible cause of failure due to the long length of catheter removed from the pt. The surgeon stated concerns of the adriamyacin eating through the polyurethane catheter material and requests any info the MFR may have regarding this type of event.